Event description:
It was reported that the hv lead impedance was out of range with the svc on. A measurement was performed with the svc coil off and was in the normal range. The device was reprogrammed with the svc shock configuration off. The patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.